Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardiac monitor replacement procedure. The implantable cardiac monitor was placed more vertical along the sternum as the previous monitor had just been removed. After device implant, undersensing was noted on the device while the patient was sitting. Site manipulation was attempted. Sensing reappeared once the patient moved their arms. There were no further problems after the patient walked and repositioned themselves on the bed. The patient was discharged.